Event description:
It was reported that a user shattered an insulin cartridge by forcing it into the pump, and the agent advised ensuring the cartridge was not overfilled and that the pump was rewound before insertion. The user then filled a new cartridge using an insulin pen and completed an infusion set and supply change with guidance. No reported adverse clinical effects. Outcomes included no reported impact on health or need for medical intervention. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed user handling error related to cartridge insertion technique. It was concluded that the event was due to user error, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.